Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Per the legal department, the patient has alleged nausea and vomiting, kidney disease, and toxicity. No other clinical information or medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 09/02/2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Per the legal department, the patient previously alleged nausea, vomiting, kidney disease/toxicity and other (unspecified event). No other clinical information or medical intervention was specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: patient outcome code, evaluation method code, evaluation results code, component code and conclusion code grid has been updated. In box d: product UDI was missed to capture in previous report, and it was updated in this report. In box e: initial reporter details were incorrectly captured in previous report, and it was corrected in this report. In box g: report source - other was missed to capture in previous report, and it was updated in this report.